Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4) - this complaint is for a report of an use error - breach in aseptic technique issue and serious injury. Complaint is confirmed because physician reported of a break in aseptic technique by patient, which can cause contamination. The cause of the use error - breach in aseptic technique is unknown. The label review found the labeling adequate for the use error identified in this complaint.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a physician from the (B)(6) of a break in aseptic technique, fever and peritonitis in a male home patient (hp). On an unreported date, the hp experienced a break in aseptic technique. On an unreported date the hp experienced a fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent which required hospitalization. On an unreported date, the hp began remedial therapy with vancomycin (500 mg, frequency not reported, intravenously) and amikacin (12.5 mg/l frequency not reported, ip). The reported cause of the peritonitis was a break in aseptic technique. It was not reported if the hp was retrained in aseptic technique.